Event description:
The customer reported the 9800 system had a broken handle and broken caster wheels. No pt injury.

Manufacturer narrative:
The service rep repaired the unit. The system operates as intended.